Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice during bolus. Blood glucose value was 255 mg/dl. Customer was advised to disconnect at the quick release and run fixed prime, insulin did exit. He removed the cannula and it was slightly bent. He was able to run an additional fixed prime. Customer was advised that the site might have been occluded. The customer also reported he was hospitalized in (B)(6) 2003 with low blood glucose. He ran extremely low at work and they called the ambulance for him. Blood glucose at the time of admission was 28 mg/dl. The customer also complained about having sensor reading discrepancies and false low and high alerts. One time the sensor read 300 mg/dl and blood glucose was 45 mg/dl. Another time sg was 48 mg/dl when blood glucose was actually high at 480 mg/dl. The customer requested the insulin pump to be replaced due to constant issues. The insulin pump would be replaced and returned for analysis.